Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision the set screw could not be tightened, the device was explanted and replaced. The patient was fine post procedure.